Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl is available in the USA with a 510k number k190805. Evaluation summary it was caused due to the cmos failure.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. There is no image, the cmos chip is defective.